Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons are intermittently sticking and not respond when pressed. It was reported that the buttons are not springing up and down and clicking normally, but the keypad is still intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.